Manufacturer narrative:
(B)(4).

Event description:
It was reported that the needle or wire stuck in the arm. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The sensor was inserted into the arm on 02-27-2020 which is off-label usage of the device. No injury or medical intervention was reported.